Event description:
It was reported that the vns pt was being referred for prophylactic generator revision due to the duration of the implant. Clinic notes received from the treating neurologist's office indicates that the device was performing within normal limits (specifics not provided), so she would be referred for revision. It was later indicated that the pt was having an increase in seizures, but the increase in relation to the pre-vns baseline levels is unclear and if this was the reason for revision. The patient's pulse generator was replaced as expected. The explanted pulse generator has not been returned to the manufacturer for analysis. Good faith attempts to obtain the device has been unsuccessful to date. Good faith attempts to obtain additional info have been unsuccessful to date. A search performed in the manufacturer's programming history database indicated that the last known diagnostics performed on (B)(6) 2008 were within normal limits.